Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated. All cables and pcb assemblies were reseated during the service event. The 3 vdc gib battery was also replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that x-ray stays on after releasing the x-ray switch. This event may have resulted in a possible accidental radiation occurence. No pt injury was reported.